Event description:
This is a pt with obstructive sleep apnea. Pt underwent a le fort I procedure, a bilateral sagittal split osteotomy procedure, and genioglossus advancement via an interior border osteotomy. During the genioglossus advancement, the maxilla was positioned with rigid internal fixation by using two 2.0 millimeter micropore resorbable plates. Four plates were placed, two at the periform aperature, and two at the zygomaticomaxillary buttress region. The maxilla was tested for stability and found to be stable. On post-operative day two during rounds, it was noted that the pt's chin was set back. On exam, the inferior border of the genial area of the mandible was mobile. The pt was taken back for revision surgery. It was found that three of the four 2.4 mm screws were fractured in half at the osteotomy site. The most distal screw on the left was not fractured and was left in place. The remaining screws were replaced with synthes screws. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working. The surgeon stated that he was unaware of any info about the pt that may have influenced the outcome. The surgeon has less experience with this brand of screw and more with the other type stocked at the facility. The reporter is unaware of other occurrences of this screw breaking.